Event description:
The customer reported that the system displayed an x-ray switch stuck error message. The error message could not be cleaned and the fluoroscopy function was disabled as a result. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hand switch was replaced. The system was then found to be operating as intended.